Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received

Manufacturer narrative:
(B)(4). This complaint was confirmed for a opening in the tubing of the returned sample. In this case the patient was an infant who bit the tubing, causing the hole. This is the first case of this type in the past year. A batch review was not possible since the lot number was unknown. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A doctor reported to baxter (B)(4) that the transfer set was damaged after a (B)(6) patient bit it. There was no patient injury or medical intervention. There was patient involvement.